Event description:
Reusable impactor handle broke in half while the surgeon was sizing the femur.

Manufacturer narrative:
Reusable impactor handle broke in half while the surgeon was sizing the femur. The case was completed successfully using an available sterile impactor handle. Review of the device history record indicates that the device was manufactured to spec.